Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device identification and PMA are unknown. No product information has been provided to date.

Event description:
It was reported that an inaccurate amount of medication (underdose) was delivered resulting in warm feeling in chest. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient. Operator of device is unknown. Lot/serial number not provided.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10.